Event description:
As reported, during routine observation of this pressure monitoring set placed on left radial position on a patient recently returned from ctb (computed tomography of the brain), multiple air bubbles were noted in the arterial line. Air did not enter the patient, who was hemodynamically stable, with minimal supports running and without vasoactive drugs; however, left thumb and fingers were pale and cool to touch. The patient had no co morbidities that would affect the lack of circulation to the hand. The product was inspected and no damages were detected, the connections were confirmed to be secured, and the IV bag was 3/4 full with appropriate pressure. Then, air bubbles were cleared from the line by aspiration; but when flushing the line, air was noted again and the line newly purged to aspirate it. Nil further air was observed afterwards. However, the set was removed and replaced for a new one re-sited on the opposite arm since the color returned to the fingers but the fingertips remained cool with delayed cap refill. As per neurovascular observation hourly on the arterial line limb patient neurovascular condition improved. There was no patient injury.

Manufacturer narrative:
As per further information received, updated section b5 - air did not enter into the patient / the patient had no co morbidities that would affect the lack of circulation to the hand, and section h6 (clinical code). Updated section d9.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during routine observation of this pressure monitoring set placed on left radial position on a patient recently returned from ctb (computed tomography of the brain), multiple air bubbles were noted in the arterial line. Patient was hemodynamically stable, with minimal supports running and without vasoactive drugs; however, left thumb and fingers were pale and cool to touch. The product was inspected and no damages were detected, the connections were confirmed to be secured, and the IV bag was three-quarters full with appropriate pressure. Then, air bubbles were cleared from the line by aspiration; but when flushing the line, air was noted again and the line newly purged to aspirate it. Nil further air was observed afterwards and as per neurovascular observation, the color returned to the fingers even though fingertips remained cool with delayed cap refill. The set was removed and replaced with a new one re-sited on the opposite arm and patient neurovascular condition improved. The device was available for evaluation; however, it has not been received yet.

Manufacturer narrative:
Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of multiple air bubbles were noted in the line was unable to be confirmed. As received all connections were tight and secure. Kit was primed and flushed without any problem. Air bubbles were able to be removed from the kit during flushing. No leakage was detected from the kit during leak test. No visible damage or defect was observed form returned kit. No defect or device malfunction was identified during product evaluation, however, there are manufacturing controls to avoid potential causes related to the reported malfunction.